Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a low out of range shock impedance measuring 0 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This device remains in service.